Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Patient¿s legal counsel reported patient underwent right hip revision procedure approximately 7 years post-implantation due to patient allegations of pain, discomfort, difficulty walking and required continued medical care. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. Operative record reported right hip revision due to pain. During the revision, the acetabular component was noted to be well-fixed. The modular head was removed and replaced and a poly bearing was implanted.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ this report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Event description:
Patient¿s legal counsel reported patient underwent right hip revision procedure approximately 7 years post-implantation due to patient allegations of pain, discomfort, difficulty walking and required continued medical care. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow up report is being submitted to relay additional information. Concomitant medical products - part: us157854 name: m2a-magnum pf cup 54odx48id lot:130270. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-06521.